Manufacturer narrative:
The pump was set to the proper time and date. No frozen screen was noted. The pump had intermittent button response due to an unlocked lcd connector. The pump also had minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a frozen display on the insulin pump. Customer's blood glucose was 119 mg/dl. There was no response from any button and the time clock did not change. The issue occurred during normal use and the display was not blank. Customer removed the battery for 5 minutes. Customer inserted a new battery and no alarm occurred. The buttons were not okay. Customer will be sent a replacement pump. Customer was asked verbally and in written form to return the pump for analysis.